Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
It was reported by the patient's attorney that allegedly, the patient underwent a right total knee arthroplasty on (B)(6) 2012 with a stryker triathlon knee system. A second surgery was performed on (B)(6) 2013 to "repair the patellar button and revise the malfunctioning total knee replacement". It is further alleged that the patient "continues to suffer from pain... And continues to undergo physical therapy to treat her ongoing injury".